Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was unable to print and the printer was replaced to resolve. It was further noted that the hard drive health was at 98%, the electrocardiogram connector on the link electronic module was loose, the latch tab on the power cord bay door was broken, the left keyboard hinge was broken, the stylus tip was loose but functional and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the printer of the programmer was not working, as displayed by a message stating "printer unavailable." The programmer has been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.